Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was inserted and removed due to the lens slipping towards the back of the eye with complications during the surgery. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Additional information was provided in device available for evaluation?, device evaluated by MFR?, evaluation codes and additional MFR narrative. Evaluation summary: the product was returned. Solution is dried on the lens. Both haptics are bent in the gusset and distal areas (adhered to the optic by solution). The optic is pressed down into the well area and against the posts of the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the removal of the iol could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. (B)(4).